Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, possible breast prosthesis rupture. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 475cc gel breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts post implantation. Additionally, it was reported that there is possible bilateral rupture. The issues were diagnosed during an in office exam. As a result, the patient is scheduled to undergo bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis.